Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled 150 units of insulin. The customer reloaded the cartridge, and due to have 77.9 units of insulin remaining in the cartridge, received a valid minimum fill message. The customer add an additional 100 units to the existing cartridge, and reloaded the cartridge. The customer's blood glucose level was 132 mg/dl. During a follow-up on (B)(6) 2017. The customer declined to reload the cartridge and will continue using the existing cartridge for continued insulin therapy. Although requested, no further information was provided on the reported event.